Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation according to manufacturer and material documents have shown that the present screwdriver was produced according to specifications. The cause of damage could not be determined. No product defect could be determined.

Event description:
It was reported that the tip is broken off. This is report 1 of 1 for complaint (B)(4).